Event description:
Complaint was rec'd from the user facility stating, "fractured hardware, displacement of anterior hardware, removal of hardware". User facility unable to release hardware of analysis. Photographs (slides) provided upon request. Hardware is identified as advanced spine posterior varifix system components. Three screws and one rod appear to be fractured, cause unable to be determined at this time.